Manufacturer narrative:
(B)(4). The customer alleged the pump is over delivering causing low bgs and the reservoir is showing less insulin than what is shown on the status screen on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus. Carelink upload was successful. Installed a water filled test reservoir and primed the pump. Set a basal rate for 1 u/hr and monitored the pump for five (5) days. The basal profile delivered the indicated amount and were verified in the summary history screen. The units left at the pump display matched properly the units left at the test reservoir. No delivery anomaly, basal anomaly, or low reservoir anomaly noted during testing. Pump error 63 (variable 3) alarm during the self test is due to broken trace at pin 6 (sda) u1 on the keypad assembly. The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay.the pump passed the current measurements and drive system testing. Over delivery, low bg anomaly, and drive/motor anomaly are not confirmed. Pump error 63 alarm during the self test is due to broken trace at pin 6 (sda) u1 on the keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin. Customer stated that the reservoir was empty. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.